Manufacturer narrative:
Result of investigation: the error description can be confirmed: the insulation at the distal end of both radiofrequency needles has shortened by a few millimeters. The most probable root cause of this is that the needle was activated for too long, causing the insulation to peel off or melt due to the heat generated. The IFU points out the importance of short-term coagulation. The two articles show further signs of wear, so that careful handling of the articles cannot be guaranteed. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the insulation melted at the distal end. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).